Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance. The lead remains implanted and will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that right ventricular lead was capped on (B)(6) 2022. Patient was stable.